Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 4195 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was a breach in integrity of lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.